Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked lcd keypad connector. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the act button on the insulin pump isn't working. Customer stated she had a blood glucose reminder alert that she couldn't clear. Customer's blood glucose was 207 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.